Manufacturer narrative:
Additional information was received stating that the reported event could not be reproduced. There was no malfunction of the ge equipment. Both modes of ventilation were available at all times.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the system shut down during a procedure. There was no report of patient injury.